Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed; the reported issue is confirmed; the probe is giving a very poor image. The probe¿s image looks rainy. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The root cause of the reported failure was identified is due to an internal failure in the probe. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the two us facilities. The previous complaint evaluation for this serial number (B)(4) are: confirmed, root cause was identified as internal failure in the probe. (Reference: MDR number 3006260740-2019-01801).

Event description:
From evaluation: the probe is giving a very poor image due to an internal failure in the probe.